Manufacturer narrative:
Investigation outcome: according to the log file, the device had problems passing the flow sensor calibration and leak test. One second after starting in psimv+ mode, the device starts to alarm with various messages, such like inspiratory volume limitation, disconnection on patient side low minute volume and high frequency. On 15 april 2025, the ventilator was started in psimv+ mode for a neonatal patient weighing 4 kg. Immediately after starting, the ventilator triggered several alarms at the same time. These included: inspiratory volume limitation, disconnection on the patient side, low minute volume, and high frequency. The alarms appeared within one second of starting ventilation and continued. The alarms and ventilation issues suggest that the patient was not receiving enough tidal volume. Pre-op test and tsw has been performed with no incidences of te/tf during the event or testing. Customer has confirmed that an uncuffed ett was in use during the event. Most probable root cause the most likely reason for the alarms is a leak at the patient interface. Air may have escaped around the tube, preventing the ventilator from delivering the expected volume. Other possible reasons include ventilator settings that did not match the patient¿s needs or a lack of user understanding of the alarms. To correct the problem, the user should check for leaks and adjust the ventilator settings. To prevent future issues, users should be trained to recognize and respond to alarms correctly and ensure the settings match the patient¿s condition. This case is considered as closed.

Manufacturer narrative:
Investigation outcome: according to the log file, the device had problems passing the flow sensor calibration and leak test. One second after starting in psimv+ mode, the device starts to alarm with various messages, such like inspiratory volume limitation, disconnection on patient side low minute volume and high frequency. On 15 april 2025, the ventilator was started in psimv+ mode for a neonatal patient weighing 4 kg. Immediately after starting, the ventilator triggered several alarms at the same time. These included: inspiratory volume limitation, disconnection on the patient side, low minute volume, and high frequency. The alarms appeared within one second of starting ventilation and continued. The alarms and ventilation issues suggest that the patient was not receiving enough tidal volume. Pre-op test and tsw has been performed with no incidences of te/tf during the event or testing. Customer has confirmed that an uncuffed ett was in use during the event. Most probable root cause. The most likely reason for the alarms is a leak at the patient interface. Air may have escaped around the tube, preventing the ventilator from delivering the expected volume. Other possible reasons include ventilator settings that did not match the patient¿s needs or a lack of user understanding of the alarms. To correct the problem, the user should check for leaks and adjust the ventilator settings. To prevent future issues, users should be trained to recognize and respond to alarms correctly and ensure the settings match the patient¿s condition. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "fault: device was not delivering the expected tidal volume. Please find the summary of the incident below: -device precheck completed on the morning of (B)(6) 2025 and immediately after the retrieval was activated which was around 2 pm. -ventilation started at approximately 5:05 pm. -flight initiated at approx. 6 pm. -incident occurred half an hour into the flight around 6:30 pm where the device was not delivering the expected tidal volume -tidal volume was hovering around 8-10 ml when it was expected to be around 24-32 ml. -clinical staff reverted to manual ventilation and attempted troubleshooting for about half an hour. -as a part of troubleshooting, staff attempted changing ventilation modes, changing parameters, replaced the breathing circuit and the expiratory valve. -staff were unable to complete the flow sensor calibration test repeatedly. -clinical staff attempted troubleshooting after landing as well. -pre-use checks completed on the following morning as well. -all logs after wednesday (B)(6) were created as a result of the testing performed by bts." No health consequences or impact. Hamilton medical ag addition: currently, the event is under thorough investigation to verify the reported allegations.